Event description:
It was reported that the customer's insulin pump had an unresponsive keypad. His/her blood glucose level was not reported. The customer discontinued the use of his/her insulin pump and reverted to a back plan until the replacement insulin pump arrived. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit received with intermittent buttons due to corroded keypad traces. Unit received with minor scratches on lcd window and cracked case at display window corners.